Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause of the event was not reported. It was reported that the patient was not hospitalized for the cloudy pd effluent. The same day as the event onset, the patient was treated with injection vancomycin (1gm/ stat/ intraperitoneal/ for one day) and injection meropenem (500mg/once a day/ intraperitoneal/ for 2days) for cloudy pd effluent. At the time of this report, the patient recovered from cloudy pd effluent. Pd therapy was ongoing. No additional information is available.